Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: not enough milk production. Device evaluation: around 0-25% of the shell is missing, broken shell with sharp edge (a dimension measurement in the shell was performed which identify the thickness within specification), flat creases and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening, missing shell that is assessed as inconclusive.

Event description:
Patient reported left side "not enough milk production." Healthcare professional additionally reported "ruptured, silicone granuloma formation, very soft grade 1 capsule," and "exchange from textured to smooth implant." Device has been explanted.